Event description:
It was reported that a flo-gard infusion pump presented an f-38 alarm. It was not specified when in the process this occurred. There was no patient injury or medical intervention reported with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing and a review of the alarm log were performed. The alarm was identified in the alarm log and during testing. The cause of the alarm was determined to be due to damaged force sensing resistors. No repairs were performed; the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.